Manufacturer narrative:
Although no injury or patient complications were reported as a result of this event, lumenis is aware that a similar versacut handpiece malfunction was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file will be updated accordingly. Lumenis initiated CAPA # (B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that just after starting a holep procedure in which a lumenis versacut tissue morcellator was being utilized, "the piston of the hand piece didn't move well and the doctor changed the hand piece immediately to the back-up hand piece and completed the procedure". There were no patient complications reported as a result of this event.